Manufacturer narrative:
Address: the full name of the establishment is (B)(6) hospital. The subject device was received and evaluated. The device return was visually inspected , found the bottom of the sterilization pack was not sealed. The customer reported issue was confirmed. There are no other abnormalities observed during inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during pre-use inspection, one side of the sterile bag was found to be unsealed. According to the report, the device was replaced and the planned (unspecified procedure) was completed using a similar device. There is no patient involvement on the reported event. No harm reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause has been determined to be operator oversight in the pouch seal and inspection process which resulted in one end of the pouch not being properly sealed. Olympus will continue to monitor field performance for this device.